Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in approximately (B)(6) 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took the action of taking an increased dose of insulin, 24 units. Twenty-four hours later, the patient experienced the symptoms of sweating, dizziness and feeling faint. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct, and the meter did power on successfully with both the power button and test strip insertion. The issue was resolved. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.